Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, no image (error b30), production label peeling, no data transmission, insulation out of specification, angulation is play, deep dents and scratches, objective lens worn glue, light guide lens glue worn, edge chipped/cracked, angle rubber glue cracked, minor scratches, at insertion tube, corrosion at control body, light guide tube wrinkled, and scope connector corroded. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope exhibited e315 scope error and b30scope communication error. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that during troubleshoot with an olympus representative, the customer stated that the error codes did not occur when connecting other scopes to the tower. The olympus rep advises the customer to power down both the cv-190 and the clv-190 and remove the scope from the tower and clean the electrical contacts with 70% isopropyl alcohol. The customer then reconnected the scope and received another b30 scope communication error code. The olympus rep then transferred the customer to the olympus national service center to send the scope in for repair and arrange for a loaner. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.